Event description:
No additional information

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #309628 . Batch #3034733. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Contamination in the syringe due to a floating object inside. At this time additional information is not available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.